Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat lower back pain, around (B)(6) 2025, the patient reported no longer using the system and requested to remove it. A full system explant was performed on (B)(6) 2025 per the patient's request.

Manufacturer narrative:
Review of records found two previous complaints from this patient, both were resolved by replacing external devices. The nalu personel working directly with the patient report that the area of pain was being appropriately covered by the nalu stimulator but the patient's relief was intermittent. Reprogramming was done to improve therapy and imaging was done to confirm no migration of the implanted components. There does not appear to by any system or component failure or malfunction and there are no reports of any failures or malfunctions. The patient did not report any unusual events leading up to cessation of use of the nalu system. It appears that the patient's pain symptoms were not adequately addressed with the nalu device, leading to the request for explant. It seems that the placement of the leads was appropriate based on rep statement that "coverage was always obtained". It is likely that the patient was experiencing fluctuations in pain symptoms, leading to inconsistent relief from the nalu system. The explanted device was not returned for testing, thus the firm is unable to draw any definitive conclusions regarding functionality and all assessments are formed based on personal reports from patient and nalu rep.